Manufacturer narrative:
(B)(4)

Event description:
It was reported that while the patient was on transport from the cath lab to the cardiovascular intensive care unit (cvicu), the intra-aortic balloon pump (iabp) had lost power. As a result, the pump was plugged into an ac power and therapy continued as planned. After therapy was completed, the pump was sent to biomed and the battery was replaced. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "short battery runtime" is not able to be confirmed. The hospital biomedical engineer replaced the battery and resolved the reported issue. The battery was discarded by the hospital. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that while the patient was on transport from the cath lab to the cardiovascular intensive care unit (cvicu), the intra-aortic balloon pump (iabp) had lost power. As a result, the pump was plugged into an ac power and therapy continued as planned. After therapy was completed, the pump was sent to biomed and the battery was replaced. There was no report of delay in therapy. There was no report of patient complication or serious injury and death.